Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active order was not showing up in the pyxis for the nurse to pull. A technical support specialist advised the customer that they were not able to identify the issue since the patient was no longer present at the station. The customer stated that the issue happened on different medications at different times. However, it primarily happens at night. They mentioned that case #06008120 included the patient, but resolution was not possible as the patient had been discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system was not shown active orders for the nurse to pull. The malfunction occurred due to the medications not crossing over to pyxis on the list for patients. This incident resulted in a delay to patient care, as the pharmacy had to dispense the medications directly to the patient. There were no adverse events or injuries reported based on this event.